Event description:
A customer contacted baxter's technical service center regarding a home pt (hp) recently becoming overloaded with fluid while using the homechoice (hc) device. The nurse stated that the hp had to be hospitalized because she felt overloaded with fluid. The pt also experienced abdominal discomfort and pain. The nurse was not with the hp or near the hc and could not give any specific details. The nurse stated that the hp's initial drain alarm does not work because the hc does not alarm. The nurse also stated that during therapy, the display goes blank and a green square flashes across the screen. The technical service rep (tsr) explained the setting for auto dim and advised the nurse that the display issue is caused by the auto dim feature. The tsr also explained the initial drain and advised when the hc is meant to alarm. The nurse was unsure how the hp became so overloaded with fluid but assumed it might have had something to do with obtaining an effluent sample and the hp incorrectly setting up the hc for the sample. The hc device was exchanged and the hp has had no further issues since the device was exchanged.

Manufacturer narrative:
The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulties. Display issues (per the nurse's report that the display goes blank and a green square flashes across the screen) were confirmed during the pal evaluation due to auto dim feature being set to yes. The assignable cause was determined to be due to programming. The report of the initial drain alarm not working, as there was no alarm, was not confirmed in the therapy logs and not duplicated during the pal evaluation. The pt's symptom of fluid overload was unable to be confirmed during the pal evaluation, as issues such as this are pt symptom in nature and would not be recorded in the therapy logs or reproducible in the pal. The device will be routed to the service area.